Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with motor error during rewind. There were other motor error alarms found in the alarm history. The customer's blood glucose was normal and did not require medical treatment. No further details were given. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, prime, or excessive no delivery alarm tests due to the motor error alarm. The motor was tested outside the device and passed the motor test. The pump passed the self test, unexpected restart and all operating currents were normal. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.